Manufacturer narrative:
The passed visual and photographic imaging tests performed. Performance and electrical tests revealed that the analog ic was damaged due to high voltage transients. This is likely due to the patient's cardioversion.

Event description:
A report was received that the pt is unable to charge her implant after having a recent cardioversion performed. The ipg was working properly up to the time of the cardioversion procedure. The ipg will be replaced.

Event description:
A report was received that the patient is unable to charge her implant after having a recent cardioversion performed. The ipg was working properly up to the time of the cardioversion procedure. The ipg will be replaced.